Event description:
It was later reported that the event met serious adverse event (sae) criteria and there was not an unanticipated adverse device effect. The event required medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment by having left vocal cord filler surgery with diagnostic examinations and/or tests. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has said their left vocal cord is not moving. This event was assessed to be definitely related to implant procedure, did not meet serious adverse event criteria for the clinical study, and the patient is reportedly recovering/resolving. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. No other relevant information has been received to date.